Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of manufacturing records cannot be performed without product identification. Device is used for treatment. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent to the revision due to the fractured prosthesis tip. The broken tip initially remained with the surrounding cement mantle in the femoral shaft and ultimately had to be removed via a "capping" of the femoral shaft. Approximately 20 years post-implantation. Attempts have been made and all additional information received has been included in this report.

Manufacturer narrative:
(B)(4). G2- germany. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Part and lot number unknown.

Event description:
It was reported patient underwent to the revision due to the fractured prosthesis tip. The broken tip initially remained with the surrounding cement mantle in the femoral shaft and ultimately had to be removed via a capping of the femoral shaft. Due diligence is in progress for this complaint; to date no additional information or product has been received.